Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided) and carbohydrates were consumed to address low bg. Customer did not know cause of low bg. Tandem technical support performed a pump system check with the customer and no pump issues were identified. Recommendation was made for customer to discuss event with their healthcare provider.